Event description:
It was reported that during implant, the lead was cut and had to be replaced two days later. The patient also lost 160 lbs and the ins moved around in the pocket. She experienced a loss of stimulation sensation. The low battery light was blinking. Further information is being requested from the hcp.

Manufacturer narrative:
Loss of stimulation sensation.